Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed selftest and he was also having issues with the meter not communicating with the insulin pump. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. Customer stated a temporary basal was not programmed before the alarm. Blood glucose value was 191 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board; unable to replace component due to lead free board noted. Try to download unit to carelink to verify radio frequency communication. The insulin pump was unable to download unit due to several a47 alarms at the alarm history file; a47 due to a corrupted history file. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.